Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and required multiple presses to turn on the pump screen. There was no adverse impact to the customer¿s blood glucose level as values remained within normal range. Technical support instructed the caller on proper button-pressing techniques and assisted with removing the pump from its case, which did not resolve the issue. Consequently, the pump will be replaced, and the customer will return the problematic pump using a pre-paid label. The customer acknowledged the instructions and will continue using the current pump until the replacement arrives.